Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not include discussion of the need to deepen the lead implant. F10 event problem cds, corrected data: initial report inadvertently did not include code 3191 for the lead protrusion.

Event description:
It was noted that the surgical referral was to deepen the lead implant as the patient's parents could feel the lead. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient was scheduled for vns revision surgery due to having a "punctate red spot," and it was noted that the vns lead could be felt under said red spot. No known surgical intervention has occurred to date. No additional relevant information has been received to date.